Event description:
It was reported that the customer had a low blood glucose level of 42 mg/dl. Customer stated that he started work and has been experiencing low blood glucose levels. Customer mentioned that he had high blood glucose levels because he does not count his carbs right at work. Customer stated that before he started his job, his blood glucose levels were in a good range. Customer thinks that he just needs adjustments to his settings. Customer mentioned that he is always getting his tubing caught on things. It was also reported that the customer had experienced two instances of low blood glucose levels of 50 mg/dl and his basal rates were adjusted. Customer declined troubleshooting since adjustments were made. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.